Event description:
Customer reported a malfunction code 199 on their tandem pump, indicating a pump malfunction. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and provided instructions on how to handle the replacement process, including putting the pump into storage mode and returning it using a pre-paid label. Customer acknowledged understanding of these instructions.